Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device were not pairing with the transmitter. Patient's mother confirmed transmitter ID was correct and confirmed no other bluetooth devices were present. Patient's mother then reset the receiver, reinstalled the transmitter, had the bluetooth on smart device the forget the transmitter, close and re-open the app and pair the devices, which was unsuccessful. No additional patient or event information is available.